Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced signal loss between a dexcom g6 transmitter and the ilet, and the agent assisted with reconnecting, after which functionality was restored. Symptoms included hyperglycemia with a reported peak of 278 mg/dl. Outcomes included prolonged time above range. Investigation included troubleshooting and user education. Investigation of this case revealed no device alarms on the ilet and successful reconnection of the cgm transmitter. It was concluded that the issue was resolved through connection troubleshooting without medical intervention or backup therapy. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.